Manufacturer narrative:
Investigation report is being updated: a review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 1048921 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1048921 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot: 1048921, test base part number 190-000/ lot: 1048921. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1048921 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue as the log files submitted to abbott diagnostics scarborough were deleted prior to export. In addition: lot number 1048921, UDI number, expiration date and manufacturer date has been updated in this report as additional information received.

Event description:
The customer reported an unspecified quantity of unconfirmed false positive results with the ID now covid-19 assay. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.